Event description:
In the middle of (B)(6) 2022 the rehabilitation teacher reported that the user's auditory responses with the device suddenly disappeared. There was no reported bump to the head or redness or swelling over the device. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In the middle of (B)(6)2022 the rehabilitation teacher reported that the user's auditory responses with the device suddenly disappeared.the user was re-implanted.